Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged turbine is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged turbine has not been received by carefusion failure analysis lab.

Event description:
The distributor in (B)(6) reported while using the vela ventilator; the unit was alarming vent inop (inoperable). The distributor reported after replacing the alleged faulty turbine assembly, the issue was resolved. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.